Event description:
Summary: the hospital reported that during an radius saphenous vessel harvesting procedure, vasoview hemopro 2 was not holding insufflation and co2 was leaking.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI# (B)(4). The device was returned to the factory for evaluation on 12/02/2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. The harvesting device, cannula and btt was returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact btt. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt with no physical or visual difficulties observed and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. There were no clinical signs on the harvesting device or cannula. There were no visual defects observed on the intact harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula or intact c-ring. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson ((B)(4)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2090 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000329420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1: event site name due to character limitations (B)(6) healthcare southeast.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure of the saphenous vessel, vasoview hemopro 2 was not holding insufflation.